Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are allergic to the aligners. They have asked for help multiple times to no avail. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.